Event description:
According to the reporter, following a robotic partial nephrectomy, when the patient was initially scheduled for robotic prostatectomy and removal of the drain, the surgical team discovered that the foreign body was left within the cavity. It was a stainless-steel ring attached to a white shaft that had broken off from the cylindrical tube of an endo catch. The foreign body was removed from the patient's cavity. An x-ray was performed, and the incision and hospitalization were extended.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.